Manufacturer narrative:
Date of event: unknown, not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI number: unknown, as the serial number was not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. If implanted, give date: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). Device manufacture date: unknown, as the serial number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt525 16.0 diopter, intraocular lens (iol) was implanted in the patient's right eye (od). Post-operatively, more than 6 months after surgery, the patient is experiencing 7 - 9 halo rings at night, which the patient is claiming to cause him not to be able to drive at night. Also, the patient's photopic vision is function, but there is also one ring around lights in a day. The patient also claims that when he looks at an object and moves his head suddenly, he loses the peripheral vision and after two or three seconds the vision becomes normal again. Reportedly, the patient did not have any kind of dysfunctionality in the eyes and for more than three years he was subjected to regular examinations by the doctor. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.

Manufacturer narrative:
This supplemental report pertains to od. Per external communication, additional information was received. The patient''s visual acuity pre-operative was 5/10 and visual acuity post-operative was 10/10. The patient also experienced glare. Additionally the serial number was provided. Therefore, the following sections have been updated accordingly; there was no surgical intervention required and no delay in procedure occurred. Expiration date: 01/31/2022. Serial number: (B)(4). UDI number: (B)(4). Catalog number: zxt525i160. Device manufacture date: 01/31/2017. Patient code 3191 - glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This supplemental report pertains to (B)(4); device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.